Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device was returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the service department in india. The evaluation of the device by the service department confirmed that the light source switched automatically to the emergency light because the converter units had broken down. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity and found it has been seven years since the device was manufactured. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to the aged deterioration of the converter unit parts, because more than seven years have elapsed since the device was manufactured.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the maintenance, the emergency lamp lit up and the subject device gave the error e103 which indicated the subject device had broken down. There was no report of patient injury associated with this event.